Event description:
Device report 1 of 2: reference MFR report: 1627487-2011-09287. The patient received the scs system on (B)(6) 2006. It was reported the patient had been without stimulation for sometime as she was having difficulties locating the ipg using the charging system. A replacement charging system was provided and stimulation has been restored. However, the stimulation is not effective enough for the patient to feel it. The patient is consulting with her physician to determine the next course of action. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.